Event description:
It was reported that the table locks did not actuate due to an issue with the pedal mechanism, causing the tabletop to move in both directions without resistance. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) found an actuator in the pedal mechanism that was out of adjustment which prevented the sensor flag from breaking the light beam as intended. Consequently, the pedal mechanism continuously sent the float command, preventing the locks from engaging. The fe corrected the problem and verified that the table was performing according to specifications.